Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to a33 alarm. However, the insulin pump passed displacement test. The insulin pump had normal operating current and passed self test and off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the pump is unable to exit the priming menu and alarmed no delivery. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump passed the displacement test but cannot exit the priming menu. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.